Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed, and the registration of the model to the patient scan was acceptable per our procedural guidelines. As such, the fit issue may have been caused by an inaccurate intra-oral scan and continuing to use the guide while seating issues persisted likely led to the trajectory deviation.

Event description:
The guide was used for implant surgery. The guide was too tight and did not fit on the patient. Since the patient had already been anesthetized, the doctor attempted to use the guide, but the buccal plate was perforated during the first osteotomy. Surgery was aborted and the site was grafted. The doctor will submit new materials for a remake once the patient has healed.